Manufacturer narrative:
The device as not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint identified no similar complaints from the lot. All information was investigated, and a cause for the reported unintended movement associated with clip diving laterally resulting in entrapment of device (clip becoming entangled with the anatomy) cannot be determined. Image resolution poor was related to difficulty visualizing the clip during the procedure due to imaging quality because of the probe. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report unintended movement and device entrapment. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted the cardiac chambers were small. During preparation of the first xtw (30123r2104), the device became unsterile. Therefore, the device was not used. Another xtw (30123r2069) was selected and inserted. It was noted that imaging was difficult. While in the left ventricle (lv), it was noted the clip slightly dove laterally, causing it to become stuck in the commissure. Troubleshooting was performed, but the clip was unable to be removed. However, the clip was able to be deployed on both leaflets. An additional clip was implanted to stabilize the implanted clip, reducing mr to a grade of 2. There was no clinically significant delay in the procedure. No additional information was provided.